Manufacturer narrative:
The exact context of use of when the issue was found is unknown, however, there was no patient or user harm reported. The customer has reported they replaced the user interface assembly to address the issue. Following this modification, the issue was repaired. The device was tested and passed specification testing. The ventilator has returned to service. No other anomalies were reported.

Event description:
The customer reported that a ventilator will turn on by itself and the staff have trouble turning the unit off. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer attempted to replace the battery to address the issue, however the issue persists. The customer has reported that they have ordered a user interface assembly to address the issue. Further information is pending.